Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient ended up with air in their peritoneum after automated peritoneal dialysis (apd) therapy on the homechoice device and cassette. The machine was reported to have not alarmed. The patient went to the emergency room when they felt uncomfortable and their "belly bulging." The testing determined that the patient had air in their peritoneal cavity. At the time of this report, the patient had an unspecified surgery and was being treated in the intensive care unit. The patient discontinued apd therapy and began hemodialysis. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed and no issues were noted. The device passed testing and calibration. No faults or defects were found on the device during analysis. The cause of the reported issue could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.